Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with mesh revision, anterior colporrhaphy, posterior colporrhaphy, removal of left sling arm anchor in the left obturator muscle due to pop. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent abdominal hysterectomy on (B)(6) 2014 due to pop and pelvic pain. It was also reported that the patient concurrently underwent on (B)(6) 2014 cystoscopy;, abdominal exploration with removal of detached mesh sacrocolpopexy from vaginal cuff to the promontory, mesh cultures, redo mesh sacrocolpopexy with anterior and posterior support to the vaginal wall and apex, retroperitonealization of the mesh, abdominal closure, transvaginal removal of mesh and tapes, complete retropubic urethrolysis with removal of mesh tape arms bilaterally, burch bladder neck suspension due to pelvic pain, pain with intercourse, mixed incontinence and incomplete bladder emptying s/p transobturator then mesh tapes and s/p laparoscopic hysteropexy with anterior and posterior repair. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh and advantage fit were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also noted that the patient underwent a gynecological procedure on (B)(6) 2010 and solyx sis system implanted.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. It was reported that patient underwent a mesh revision of a previous product on (B)(6) 2011. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).